Manufacturer narrative:
(B)(4). No cracks on case noted during testing. The p-cap was able to lock in place. Unit passed displacement test and self test. During visual found electronic stack and motor moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in case and there was fluid in the reservoir compartment. The blood glucose of the customer was unknown. The customer advised to disconnect from the pump. The customer advised to remove the reservoir. The customer advised to revert to backup plan per health care professional instructions. The device will be returned for the analysis.